Event description:
The product complaint report shows the hospital's respiratory therapist alleged that the audible alarm on the 7200 ventilator failed to activate while in use on a patient. The reporter was unable to verify which alarm was violated and whether an audible alarm was expected. The hospital's biomed could not verify the reported malfunction and replaced a printed circuit board as a precautionary measure. It is not verified that the unit failed to alarm and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.